Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was currently unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a procedure, a versacross connect for faradrive was selected for use. After performing a septal puncture using versacross connect and a non-boston scientific sheath, a non-boston scientific pigtail catheter was advanced into the left atrial appendage (laa). During pre-mapping with a non-boston scientific catheter, a sudden drop in blood pressure was observed, and cardiac tamponade was detected. The patient was then transported to the operating room for open chest surgery. Subsequent echocardiography revealed that the pigtail catheter was deformed, with the tip extending outside the circular area and making contact with the left atrial appendage. The event occurred in a manner where the left atrial appendage was scratched. No life support devices were used.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields outcomes attrib to adv event (b2), describe event or problem (b5), in section b - adverse event or product problem and impact code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Correction to the initial MDR in block(s) occupation (e3), in section e - initial reporter.

Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a procedure, a versacross connect for faradrive was selected for use. After performing a septal puncture using versacross connect and a non-boston scientific sheath, a non-boston scientific pigtail catheter was advanced into the left atrial appendage (laa). During pre-mapping with a non-boston scientific catheter, a sudden drop in blood pressure was observed, and cardiac tamponade was detected. The patient was then transported to the operating room for open chest surgery. Subsequent echocardiography revealed that the pigtail catheter was deformed, with the tip extending outside the circular area and making contact with the left atrial appendage. The event occurred in a manner where the left atrial appendage was scratched. No life support devices were used. It was further reported that there was no transseptal puncture (tsp) difficulties were observed however in the physician opinion, tsp is believed to cause patient complication. Act was maintained. The patient was hospitalized about two weeks longer. The patient had to be hospitalized for two weeks because a pacemaker had to be implanted. Without that, the hospital stay would have been extended by about one week due to the thoracotomy. The patient has been discharged.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) impact code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of cardiac tamponade, hypotension and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of cardiac tamponade and hypotension are a known inherent risk of the versacross connect access solution for faradrive device. Cardiac tamponade and hypotension is an expected procedural complication addressed within the IFU for the versacross connect access solution for faradrive.

Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a procedure, a versacross connect for faradrive was selected for use. After performing a septal puncture using versacross connect and a non-boston scientific sheath, a non-boston scientific pigtail catheter was advanced into the left atrial appendage (laa). During pre-mapping with a non-boston scientific catheter, a sudden drop in blood pressure was observed, and cardiac tamponade was detected. The patient was then transported to the operating room for open chest surgery. Subsequent echocardiography revealed that the pigtail catheter was deformed, with the tip extending outside the circular area and making contact with the left atrial appendage. The event occurred in a manner where the left atrial appendage was scratched. No life support devices were used. It was further reported that there was no transseptal puncture (tsp) difficulties were observed however in the physician opinion, tsp is believed to cause patient complication. Act was maintained. The patient was hospitalized about two weeks longer. The patient had to be hospitalized for two weeks because a pacemaker had to be implanted. Without that, the hospital stay would have been extended by about one week due to the thoracotomy. The patient has been discharged.